Manufacturer narrative:
Pr 9106914 follow up for correction submitting for correction of short description - pr 9106914 epoxy on needle is the correct short description.

Event description:
No additional information received a genetech therapeutic area manager reported a complaint on behalf of a hcp: "when drawing up medication from vabysmo the tech noticed that the stopper of the filter needle was "way up the middle" of the filter needle" picture attached.

Manufacturer narrative:
(B)(4) correction. Initial supplemental was submitted with incorrect short description, this supplemental is being submitted with the correct short description of epoxy on needle.

Event description:
No additional information received a genetech therapeutic area manager reported a complaint on behalf of a hcp: "when drawing up medication from vabysmo the tech noticed that the stopper of the filter needle was "way up the middle" of the filter needle."

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact device problem code: a180104 - device contamination with chemical or other material the actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
A genetech therapeutic area manager reported a complaint on behalf of a hcp: "when drawing up medication from vabysmo the tech noticed that the stopper of the filter needle was "way up the middle" of the filter needle".

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the stopper of the filter needle was way up the middle of the needle. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two needle assemblies connected to syringes. One needle has no defects or imperfections, and the other needle has an epoxy drip over at the middle of the needle. No other defects or imperfections were observed. This defect could occur if there was a jam at the cannulator. As the lot provided is 'unknown,' a device history record review could not be completed. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received a genetech therapeutic area manager reported a complaint on behalf of a hcp: "when drawing up medication from vabysmo the tech noticed that the stopper of the filter needle was "way up the middle" of the filter needle" picture attached.